Event description:
The device was used during a low anterior resection. Reportedly, the anvil did not tilt and the device did not cut. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.